Manufacturer narrative:
The eval of the returned device showed damaged that is consistent with the scissor being used to cut to hard of an object. These scissors are indicated to cut soft foldable lenses per the directions for use.

Event description:
The doctor attempted to out an iol when the blade of the packer/chang iol cutter broke. The piece was retrieved without impact to the pt. The facility reported the scissor may have already been damaged prior to use.